Event description:
User facility reported that prior to a novasure procedure the physician felt she had perforated the uterus during sounding. However, the doctor continued with the procedure and inserted the novasure disposable device. In spite of a successful cavity integrity (cia) test she decided to view the uterine cavity via hysteroscopy before proceeding. A perforation was confirmed and the procedure was abandoned. During follow-up on 07/07/2009 the physician reported no treatment was needed for the perforation, and the pt was discharged home following a brief recovery period. Additionally, she reported the pt had been seen on follow-up and is "doing fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). Additionally, a post hysteroscopy was done. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The radio frequency controller is returning for investigation. The disposable device is not available. No expiration date is associated with the radio frequency controller. Device history record (DHR) review was conducted for the radio frequence controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. A device history record (DHR) review was unable to be conducted for the disposable novasure device as a lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.